Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. A successful system checkout was performed which verified that the issue had been resolved. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that while in the admin screen, a no input detected error occurred. The rep performed a manual restart and after the system restarted, the system went straight into the no input detected screen. The rep turned the system off, disconnected the digital visual interface (dvi) cable for the io panel, powered the system on, went into the software, and then powered down. When the system was restarted, the system functioned properly. No patient was present during the time of the reported incident.